Event description:
The olympus device (design, new components of mini-pcnl(percutaneous nephrolithotomy) set like metal working sheath), may have significantly contributed to the complication of surgery and series of events that concluded patient's death, as the device creates significantly high internal pressure in the basic set-up. During the procedure, increased intrarenal pressure was noted. There was not enough outflow from the working sheath, and there was poor visualization. Several attempts were made to switch irrigation port and test for possible continuous flow, but was unsuccessful (unlike other nephroscopes that provide continuous flow). As a final solution, we had to remove the nephroscope intermittently to let the irrigation drain out. After, we noted the metal sheaths are advertised by company as 18 fr and 20 fr , which should typically work well with mini- pcnl scope. However, the inner diameter of these sheaths are smaller due to thickness of the metal, unlike regular amplatz. "Ref: wa2ps20l, wa2ps20s".